Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the board became stuck in mesher and the ratchet was not able to perform the up and down motion. There was no report of harm or delay. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. This MDR is a duplicate of 0001526350-2024-01165. The initial report was created in error and should be voided.

Event description:
It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. This MDR is a duplicate of 0001526350-2024-01165. The initial report was created in error and should be voided.